Manufacturer narrative:
The customer found that an o-ring on the clear block next to the reference electrode was not in place, causing leaks. The customer re-installed the o-ring. The customer ran calibration and controls successfully. The last calibration performed on (B)(6) 2021 was ok. Quality controls were outside of range. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the customer's actions of re-installing the o-ring resolved the issue.

Manufacturer narrative:
Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with an na value of 116 mmol/l accompanied by a data flag. The initial value was reported outside of the laboratory to the doctor, who did not believe the result. The sample was repeated, resulting with a value of 141 mmol/l. The na electrode lot number was g99, with an expiration date of 28-jul-2021.